Event description:
It was reported that the patient presented with phrenic nerve stimulation. Upon review, it was found that the patient's left ventricular lead exhibited high capture threshold. Programming changes were made. The patient was stable.